Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
A customer reported that the trocar cannula began to leak during a vitrectomy procedure when inserting and removing instruments. The procedure was completed without harm to the patient. A product sample was requested, however, it was indicated in the initial report that there is no product sample available for evaluation.